Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's blood glucose level was very high and was not coming down. Therefore, she changed her infusion site and noticed that the cannula was bent due to which she was not receiving the insulin. However, her blood glucose level continued to rise and did not come down after changing the site. She started getting ill and they tried to treat it with bolus via pump, but on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level related to incident was over 500 mg/dl and she had moderate ketone level which the healthcare professional did not assess as dangerous or life-threatening. Moreover, the infusion had been used for two days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Moreover, this similar issue occurred on (B)(6) 2024 with two similar types of infusion sets within three hours of insertion. The site location was patient's abdomen and for second one it was hip. Her blood glucose level was high, and she had moderate ketones which the healthcare professional did not assess as dangerous or life-threatening. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available